Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, and missing a piece of shell (50-75%). A microscopic analysis was performed which identified: a striated broken on patch/shell bond edge and stress marks. Based on the device analysis the final assessment is: a striated broken on patch/shell bond edge assessed as surgical damage consist in the use of some surgical tool. Missing shell assessed as inconclusive."

Event description:
Healthcare provider reported bilateral ruptures and bilateral capsular contracture baker grade IV. This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare provider reported bilateral ruptures and bilateral capsular contracture baker grade IV. This record is for the right side. The device has been explanted.